Event description:
Approximately 20 days post implant, impedances were greater than 3600 ohms on bipolar electrode circuits including electrodes 0, 1, 2, 3 and 7. The hcp programmed around the affected electrodes and the pt and satisfactory stimulation coverage. There was no trauma or falls associated with the event. Lead movement was not an issue as the lead was placed surgically, and the adjacent leads would not work if the lead had migrated. No x-rays were completed.

Manufacturer narrative:
(B) (4)